Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device was post-sensed t-wave oversensing. Low r-wave was detected and was followed by oversensed t-wave. Programming changes were made during the device check. The following day, the lead was revised and device was explanted. Patient was successfully implanted with an upgraded device. Patient was well post-procedure.

Manufacturer narrative:
(B)(4).